Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because a sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported: before insertion of the swg (spring wire guide), the doctor usually slightly push the swg in the "swg push" to verify it is properly able to move. In this case it was not possible because the swg was kinked and thus impossible to advance in the venous.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation.

Event description:
It was reported: before insertion of the swg (spring wire guide), the doctor usually slightly push the swg in the "swg push" to verify it is properly able to move. In this case it was not possible because the swg was kinked and thus impossible to advance in the venous.